Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 1 - no pressure change when expected) occurred with multiple cartridges. The user's blood glucose (bg) level was 452 mg/dl. The user addressed bg level with a bolus. Reportedly, the user successfully loaded a new cartridge.